Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant attempt, the lead was removed due to the distortion of the sheath, and the lead was unable to be delivered to the designated location. The lead was discarded, and another lead was implanted. No patient complications have been reported as a result of this event.